Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the refrigerator was off the communication bus. A psychiatric ward had a stat order for lorazepam 2 mg injection, which was stored in the pyxis refrigerator on 4w. The unit was off the bus. The customer was later able to recover it by using the pyxis key to disable the battery while rebooting the refrigerator and monitoring healthsight viewer throughout the day. The issue was relatively new and occurred at an unfortunate time. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a field service engineer (fse) remotely accessed the station to review the status of the refrigerator failure and confirmed that no failure alerts were present. The fse contacted the customer, verified that the refrigerator had been recovered, and confirmed that all tests completed successfully, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.